Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the cover screw did not assemble to the implant. Implantation surgery was completed using another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported implant was returned for investigation with packaging and cover screw. Visual evaluation of the as returned product identified signs of wear from use at the implant drive feature and cover screw. Functional testing was performed for the returned product and it was determined that the two components would not assemble. Further inspection notes that the implant would assemble as normal with a stock mating cover screw. The returned cover screw did not assemble with a stock mating implant. The cover screw did not matched print specifications where measured against production drawing. It was determined that the screw was in fact an icsh41 cover screw, which is incorrectly anodized purple and incorrectly packaged with the implant. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The complainant reported that the cover screw did not assemble to implant. Implantation surgery was completed using another implant. The reported complaint is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.